Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer stated that they were using cold insulin. The customer was informed that they should wait for the reservoir to be room temperature before inserting it into the insulin pump. Furthermore, the customer mentioned that they had two x-rays preformed while wearing the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
The pump passed functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery or rewind anomaly was noted during testing. No motor error alarm was noted. Multiple boluses were programed and all boluses were delivered and properly recorded in the bolus history. The pump functioned properly. Unable to confirm the suspend anomaly in the download history screen due to corrupted history files. The pump gave displayable history alarms due to corrupted history files. No unexpected suspend anomaly noted during testing. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.